Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black. Case type= ngp. Customer returned pump for an alleged blank display & pump error 49 & time clock anomaly & keypad unresponsive found on 25 november 2022. The pump passed the displacement test, active current test, sleep current test and self-test. Keypad was responsive during testing. Pump was monitored and no time clock anomaly was noted during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, pump error 49 was found on 11/25/2022 12:18---13:27 in the history files and traces. This was expected. Stuck key alarm was found on 11/25/2022 09:15---3:41 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), keypad overlay texture damage. Blank display was not observed during analysis. Blank display not confirmed. Pump error 49 is not confirmed. Keypad unresponsive is not confirmed. Time/clock anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported a blank display and received stuck button alarm. There was a stuck button alarm received. The customer also reported that insulin pump received history pointers failed and the history pointers are corrupted alarm repeatedly. Troubleshooting was performed and confirmed that they were not able to clear the alarm or not able to press any buttons. No harm requiring medical intervention was reported. The device will be returned for analysis.